Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer did not report any further occurrences of the malfunction after resetting the pump and was advised by technical support to continue using the pump and to contact them if the issue recurred.